Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was broken in the injector. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Despite confirmation that the device would be returned to rayner for evaluation, only the product packaging has been received. Our review of production records for the rayone emv rao200e batch 044238916 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 044238916. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 5th september 2024, rayner received notification from a healthcare facility in india of an event that occurred during use of a rayone emv rao200e. The event description provided states that the optic was damaged in the injector.